Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced low blood glucose at 58 mg/dl and feeling shaky and lightheaded after starting the ilet system the prior day. The device provided a low alert, and the user self-treated with oral glucose tablets. Blood glucose stabilized while on the call with technical support. No outside assistance or medical intervention was required. No long-term health effects were reported.